Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported the patient had a ¿sensation¿ that the device was not working and they were using a catheter again. This started about ¿a good month and a half¿ ago. In the beginning, they were very satisfied with the device. Prior to the report, the patient took the ¿unit¿ to their doctor to see if it was working. The physician ¿wasn¿t getting anything¿ then told the patient they needed new batteries but the batteries were good. The patient stated that they doctor was able to ¿get it to work¿. It was noted that the patient was going to increase the stimulation a little at a time and was redirected to their healthcare professional (hcp) if their symptoms did not resolve. There were no further complications reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, (B)(4), product type: programmer. Patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient: the patient reported he had a history of utis and self-cathed for 3.5 years before implant was placed. Patient explained that the device seemed to be working now, but that it had been set too low. The patient now had a new doctor to manage the device who had him increase the setting from 2.7 to 3 v, and he is tracking symptoms to watch for improvement. Patient reported the programmer was working as expected and there had been no complaints about the programmer. There were no further complications reported or anticipated.